Event description:
The customer reported that while performing routine maintenance on his olympus visera pro xenon light source, he found that the main lamp would not ignite, causing the spare lamp to come on. There was no patient involvement during this event.

Manufacturer narrative:
Following the reported event, an olympus field service engineer (fse) was dispatched to the user facility. During the visit, the fse could not confirm the initially reported failure. According to the fse, the subject device was functioning as it should be. Consequently, the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.